Event description:
It was reported that the device was explanted due to eos status approximately 58 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 58 months and 104 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 38 episodes of regular vf detection within two hours on january 15, 2023 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 71 charging cycles was performed by the device within two hours on january 15, 2023. As a result of that fast-successive charging the eos battery status had occurred. In conclusion, the analysis of the memory content revealed a high number of regular vf episodes on january 15, 2023. Within two hours 71 charging cycles were performed by the device. The activation of the eos status resulted from that fast-successive charging. However, there was no indication of a device malfunction.